Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer experienced high blood glucose and paramedics were called by the school nurse as his blood glucose was in the 300's mg/dl. The paramedics treated the customer at the school and sent him home. It was stated that the insulin was stored in the car overnight. Advised mother to call the insulin MFR to make sure that the insulin is still good. Troubleshooting was performed. The time on the device was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the test passed. The mother stated that the settings may have to be adjusted and his doctor was contacted. No further info was provided.